Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (malfunction and serious injury event on (B)(6) 2023), is related to case with patient identifier (B)(6) (serious injury event on (B)(6) 2023).

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was around 420 mg/dl or sometimes "hi" when testing in a fasting state of 7 to 8 hours. At an unknown time, the patient fainted while at home and her parents failed to resuscitate her. Accordingly, the patient was rushed to the hospital. The blood glucose result was 860 mg/dl at the hospital. The patient was in a coma and having hallucinations while in the intensive care unit. The patient was prohibited from any eating or drinking. The patient was put on a ventilator and a urinary catheter. No further information was provided regarding the treatment. It is unknown how long the patient was in the hospital. The patient stated she does not doubt that the infusion device was providing inaccurate insulin delivery, but the doctors and the patient's family members believe that the infusion device was not delivering the insulin accurately. The medical doctors asked the patient to switch to multiple daily injections. No further information was provided.